Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level of 25 mg/dl on (B)(6) 2019. Customer experienced high blood glucose level over 600 mg/dl. Customer was treated with glucagon and glucose tablet. Customer did not allege insulin pump for over delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report

Event description:
Customer stated was on the floor and the ambulance came and gave me a glucagon shot.